Event description:
The customer reported that intermittently the c-arm gives a filament regulator failure error indication. The unit is working. No patient injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.